Event description:
It was reported that lens vaulted asymmetrically (z-syndrome) the patient presented with complaint of decreased distance vision and near vision and increase halos at night. Anterior capsular phimosis was noted as well as 2+ pco. This report pertains to the patient's left eye. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.